Event description:
Caller reported a malfunction on the pump with the display showing malf 1, but no notable events occurred prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided information to reset the pump.